Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes about 30% tubes came out fibrin clots after centrifuged.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes about 30% tubes came out fibrin clots after centrifuged.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Centrifugation (in the case of serum) must be performed after complete clot formation. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Over or under filling plasma tubes will result in an incorrect blood to additive ratio and may lead to fibrin formation. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.